Event description:
The customer stated an incorrect b-hcg result was reported on a patient. On may 29, 2006, an undiluted patient sample generated an axsym b-hcg result of 28.94 mlu/ml and was reported. The sample was retested on may 31, 2006, and the result was 5,044.18 miu/ml (1:10 dilution). The customer stated that the initial result of 28.94 miu/ml resembles that of another patient tested in the same series who had a result of 29.59 miu/ml, but the technician is sure there was not a sample handling error. No impact to patient management was reported.

Manufacturer narrative:
This is an initial report. An investigation is in progress. A final report will be submitted when the investigation is complete.